Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tubes, uterus/ migration / right essure coil was not visible at the tubal ostium.'), uterine perforation ('perforation : fallopian tubes, uterus / right essure coil was not visible at the tubal ostium.') And menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 628317,664655) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation. Concurrent conditions included menorrhagia and dysmenorrhea. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion ("left essure coil displaced into uterine cavity"), dysmenorrhoea ("dysmennorhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic/ abdominal pain"), abdominal pain ("pelvic/ abdominal pain"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines,") and headache ("headaches"). The patient was treated with surgery (ablation/endometrial ablation and essure removal and tubal ligation). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, psychological trauma, vaginal discharge, fatigue, migraine and headache outcome was unknown and the menorrhagia, dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, psychological trauma, uterine perforation and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in essure insertion date:- (B)(6) 2010 and (B)(6) 2009. Right tube 01 coil, left coil 5. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: results: bilateral occlusion. Lot number:628317 manufacturing date:2008/10 expiration date:2011/10. Lot number:664655 manufacturing date:2009/08 expiration date:2012/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tubes, uterus/ migration / right essure coil was not visible at the tubal ostium.'), uterine perforation ('perforation : fallopian tubes, uterus / right essure coil was not visible at the tubal ostium.') And menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 628317,664655) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation. Concurrent conditions included menorrhagia and dysmenorrhea. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion ("left essure coil displaced into uterine cavity"), dysmenorrhoea ("dysmennorhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic/ abdominal pain"), abdominal pain ("pelvic/ abdominal pain"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines,") and headache ("headaches"). The patient was treated with surgery (ablation/endometrial ablation and essure removal and tubal ligation). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, psychological trauma, vaginal discharge, fatigue, migraine and headache outcome was unknown and the menorrhagia, dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, psychological trauma, uterine perforation and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in essure insertion date:- (B)(6) 2010 and (B)(6) 2009. Right tube 01 coil, left coil 5. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received. Lot number was added. New event added: device expulsion. Reporter, concurrent conditions were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes, uterus/ migration'), uterine perforation ('perforation: fallopian tubes, uterus') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic/ abdominal pain"), abdominal pain ("pelvic/ abdominal pain"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines,") and headache ("headaches"). The patient was treated with surgery (ablation and essure removal and tubal ligation). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, uterine perforation, psychological trauma, vaginal discharge, fatigue, migraine and headache outcome was unknown and the menorrhagia, dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, psychological trauma, uterine perforation and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2010 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: new events added: "dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, menorrhagia (heavy menstrual bleeding), psychological injury, migration: yes, perforation: fallopian tubes, uterus, bladder/urinary problems: vaginal. Discharge, fatigue, migraines, headaches". Outcome of events, "dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, menorrhagia (heavy menstrual bleeding)," were changed to "recovered/resolved". Patient's demographics were added. Patient's information was updated. Product indication updated. Essure insertion date was updated and removal date was added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.